Event description:
While preparing for surgery on a latex allergic pt, staff discovered from the co that latex was present in supplies that were labeled as 'latex free'.

Event description:
Add'l info received from MFR 10-30-02: co has received the subject report. This note to inform that the co has sent this complete report to maxxim medical's complaint coordinator. She will handle this claim.